Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: (B)(4) user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 272 mg/dl. The customer's expected fasting blood glucose test result range is 135 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6)2017, a back to back blood test was performed by the customer fasting and produced test results of 203 mg/dl using truemetrix meter and 256 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/30/2017 and open vial date is (B)(6)2017. The meter memory was reviewed for previous test result history: a 259mg/dl, (B)(6)2017 07:50 am, fasting:yes. A 211mg/dl, (B)(6)2017 09:44 am, fasting:yes. A 272mg/dl, (B)(6)2017 10:34 am, fasting:yes. A 235mg/dl, (B)(6)2017 07:37 am, fasting:yes. A173mg/dl, (B)(6)2017 09:22 am, fasting:yes. Memory concerns: 272 fasting.